Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The actual sample was received for evaluation. The sample was returned wet, no pouch and with a minicap attached to the female connector. Visual inspection with the naked eye noted the female connector was separated from the main body. It was also noted that there were tool marks on the main body and female connector. Functional leak testing was performed with no issues noted. The cause of the separation could not be determined due to the tool marks on the female connector and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a separation between the female connector and main body was identified. No additional information is available.